Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the tapered tip of the thoracic cavity thal-quick chest tube (size 24 french) broke off. The break reportedly occurred with no manipulation of the device. The tube was initially implanted on (B)(6) 2018. The customer confirmed that only the tip broke off; the remainder of the tube remained in the patient as intended. An alternative connection was utilized to continue suction via the atrium system, so no additional procedures were required and no patient adverse events were reported. The complaint device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
A review of the complaint history, documentation, instructions for use (IFU), quality control, trends, and photographic inspection of the device was conducted during the investigation. An analysis of the device was unable to be performed since the product was not returned. However, a single photo of the separated adapter was provided. Based on the customer testimony and the photo, it can be confirmed that the proximal conical adapter separated from the catheter shaft. However, it cannot be determined with complete certainty why the separation occurred. A review of the device history record and complaint lot search was unable to be performed due to an unknown lot number. Based on the information provided and the results of our investigation, the possible root cause has been determined to be product use or handling related. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.